Event description:
Medfusion pump with fentanyl drip infusing at 0/7 cc/hr, delivered entire volume in syringe (25 ml). Pt became tremulous and lethargic. Narcan given with immediate improvement in pt condition.